Event description:
Constellation vitrectomy system rejected cassette resulting in replacement with a new pack altogether. Issues noted from machine error codes were cassette failure, noisy calibration, etc. Biomed and specialty supervisor contacted. Requested for service to machine made with biomed and supervisor.